Event description:
This my second request. Take essure off the market, I had these in since (B)(6) 2004 and the chronic pain and my health is deteriorating because of these. I am already a widow. I have 4 kids to take care of. Please find me a doctor in (B)(6) that will take these out. I have had no success because it is under litigation. Help me please.